Manufacturer narrative:
(B)(4) a partial lead was returned in three segments for analysis. Internal insulation abrasion was noted at 6.8-8.0cm, 7.8-8.2cm, 8.7-9.1cm, 10.1-11.7cm, 13.5-14.6cm, and 14.9-16.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.